Event description:
It was reported that the pump housing and usb port were damaged, affecting the customer's ability to charge the pump, though the pump had not shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer showed interest in obtaining an out-of-warranty loaner pump, with follow-up planned to confirm the serial number.